Event description:
Procedure type: thoracotomy. According to the reporter: the stapler was placed around tissue and then fired. Once it was removed from the pt cavity, something on the instrument caught onto the pulmonary artery, and the pt bled out. The pt died. The doctor stated that he is not sure what happened, but that something did not feel right. He also talked about the anvil side of the device having a "lip", while the ethicon one is "smooth". The doctor thinks that perhaps that caught the pulmonary artery and caused it to tear. Surgeon notes or evaluations are not available for review. No other specific info has been provided.